Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, that this right ventricular (rv) lead showed an increase in pacing thresholds. It was not possible to determine, if the patient was experiencing loss of capture or fusion beats. The patient is pacing dependent. And the rv lead remains in service at this time. No adverse patient effects were reported.